Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the tubing. The customers blood glucose level was (199 mg/dl) the customer was instructed to expel air bubbles by performing fill tubing. The customer took a bolus.